Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached eri prior to the expected duration and that the patient is pacer dependent. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached eri prior to the expected duration and that the patient is pacer dependant. No patient complications have been reported as a result of this event.